Event description:
In, 2001 the end-user called minimed, USA. The complaint is unspecified and the end-user has returned the used tubing along with the pump. No documentation for the return was provided. Eight days later, maersk medical received the complaint and 1 used tubing.